Event description:
An error message was reported with the adc device in use with samsung galaxy a23, android 13 and app version 2.8.4.9335. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced sweating, loss of consciousness, and seizure. The customer reportedly self-treated with ¿lokagin¿ injection provided by a third-party. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported receiving replace sensor error message. Attempted to replicate the user¿s complaint using similar configuration of google pixel 4a with android 13 for app version 2.8.4.9335 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced sweating, loss of consciousness, and seizure. The customer reportedly self-treated with ¿lokagin¿ injection provided by a third-party. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.